Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm after supply change. The customer's blood glucose (bg) level was 316mg/dl and a correction bolus was delivered to address the bg level. System check was performed and the pump performed as intended. No damage was noted to the cannula. Tandem technical support informed the customer that there may be some other factors that are causing the occlusion alarms. The customer was able to change their infusion set and resume insulin delivery.